Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Testing of the customer samples was performed and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#965538. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Further investigation has been initiated through CAPA#965538. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#965538 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set had no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. The following information was provided by the initial reporter: material no. 367342, batch no. 9052707. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein, even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets 12 months ago. There is no specific vacutainer tube, affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set had no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. The following information was provided by the initial reporter: material no. 367342, batch no. 9052707. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein, even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets 12 months ago. There is no specific vacutainer tube, affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.